Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. Patient stated that upon removal of the sensor pod, the sensor wire remained inserted in the patient's skin at the abdomen area. The patient indicated will try alternate method of removing the sensor from the skin. Patient reported no discomfort at insertion site. No injuries or medical intervention were reported.

Manufacturer narrative:
(B)(4).